Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the patient's pump stopping can be confirmed based on the review of the submitted log files. A direct correlation between heartmate 3 left ventricular assist system (lvas) and the patient's outcome cannot be conclusively determined through this evaluation. The submitted log files appeared unremarkable until the reported power outage resulting in no external power alarms. The pump was appropriately supported by the system controller¿s backup battery without issue until it depleted, and the pump stopped. The controller was powered back on at an unknown point in time as the controller clock had been reset to the default timestamp, per design. At this time, one external battery was connected to the controller and the pump restarted; however, no flow was captured. Per the account, the patient¿s spouse was asleep during the events and the patient was pronounced deceased at the scene. It was reported that heartmate 3 lvas will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive in the morning by their spouse with the device alarming. It was noted that the power went out at midnight when the patient was connected to the mobile power unit (mpu). The patient was pronounced deceased at the scene. The log file review noted on 17 nov 2023 at 2:39:00, no external power events occurred. The pump was running as intended at this time. The pump functioned until 4:51:36 on the controller¿s internal backup battery (ebb). Once the ebb was exhausted of charge, the pump stopped. At some unknown time, one battery was connected, and the pump restarted, but no flow was recorded. The driveline was disconnected during this period. Related MFR: 2916596-2023-08237. Related MFR: 2916596-2023-08238.